Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer entered an incorrect blood glucose value into the pump right after bolus delivery. An accurate amount of insulin was delivered. There was no reported impact to customer's blood glucose level.